Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen could no longer be seen, the pump was replaced.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site city: chuo, event site state: 13, event site postal code: (B)(6). It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a issue of screen no longer able to see. There was patient involvement.the screen could no longer be seen while a patient was using it, so the pump was replaced. No further information available. H3 other text : repair service not done.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,b5,e1(initial reporter, event site name),g3,g6,h2,h6(health effect-clinical and impact code), h10. Event site full name: (B)(6).

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had a issue of monitor noise. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code,investigation conclusions), h10. It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a issue of monitor noise. There was patient involvement. The screen became unreadable while in use by a patient, so the pump was replaced. A getinge field service engineer evaluated the unit and replaced the video receiver board(d670-00-0736) and flat cable, and confirmed that there were no problems with the monitor display.